Manufacturer narrative:
Device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. A device history review could not be carried out as no lot number was provided. Due to the nature of this complaint, the issue was referred to a clinical specialist for an opinion. The clinical specialist concluded as follows. The information provided is insufficient to determine whether the patient's symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. The pico IFU does address the use on patients with fragile skin and also notes if reddening or sensitization occurs to discontinue use. The patient's current status remains unknown and no photos or clinical documentation was provided, therefore, a thorough medical assessment could not be performed.

Event description:
It was reported that during treatment with pico, a patient developed several wounds under the retention strips. When the dressing was removed, it was observed that the periwound was extremely raw and excoriated, also, the wounds that were being treated were almost double in size.